Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation is limited to the info provided; as the part and lot number required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Legal received a claim alleging that the pt was revised to address fracture of the device.